Event description:
It was reported that the user attempted to insert an infusion set but forgot to remove the paper backing on the inset, resulting in an incorrect deployment of the infusion set and improper attachment of the connector. Symptoms included no reported clinical effects. Outcomes included no alarms and completion of troubleshooting and education. Investigation included remote assessment and user counseling regarding correct insertion technique and replacement of the set. Investigation of this case revealed user error during infusion set insertion, with device performance consistent with expected function when used as directed. It was concluded, based on previously established findings for similar reports, that the cause was user error.